Event description:
It was reported that the patient was in pain and their tailbone started hurting this morning. The patient had been sitting on a memory foam pillow and it didn¿t help. Since after implant the patient still wasn¿t making it to the bathroom and would urinate all over themselves. The patient raised it up to 3.0v and could feel it, but then they had the urge to go to the bathroom and couldn¿t urinate. The patient had the device implanted for incontinence. The patient used the antenna with their patient programmer and was on program 1 at 2.8v. The patient was walked through changing programs to program 2. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0pybh, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).